Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, an opening, and wear abrasion. A microscopic analysis was performed which identify a smooth crease opening on the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is smooth crease opening on posterior due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Device has been explanted.